Event description:
International affiliate reported that a patient developed cardiac tamponade two weeks following endoscopic esophageal diverticulectomy. At reoperation, the attending reported that a tag end of a pds suture used to suture the mucosa during the procedure punctured a coronary artery. The reoperation was performed to close the punctured coronary artery. The patient is reported as getting better.